Event description:
Reference number (B)(4). Event occurred in the united states. On 02-july-2024, it was reported that the patient encountered infusion set occlusion at site event. The blood glucose level was reported 582 mg/dl and treated with bolus via pump. Patient replaced infusion set and resumed insulin successfully. No further information available.